Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092704. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were identified during unspecified drug production. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: device manufactured between may 09, 2019 to may 11, 2019. Two (2) devices were received for evaluation. A visual inspection was done and observed both bags were sliced at the top where the customer likely drained the contents; no defect could be identified of the reported issue by initial inspection of the samples. A functional testing was performed which revealed a spike port cap leak at the spike port of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.